Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 550 mg/dl. The customer stated that the infusion set was bent upon removal and that he was not receiving insulin. He complained of vomiting and tried treating with the insulin pump; however, his blood glucose levels remained high. He also experienced dehydration and diabetic ketoacidosis. He was wearing the insulin pump at the time of hospitalization but declined troubleshooting assistance for the meter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.